Event description:
Received info that fill tubing stopped and a message asking for a minimum of 50 units of insulin was displayed multiple times prior to the cartridge being replaced. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.